Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 800 mg/dl, at the time of incidence. Customer reported that they had partial display. Customer reported that they noticed three lines in the middle of the screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.